Manufacturer narrative:
This report or other information submitted by joerns healthcare under 21 cfr part 803, and release by FDA of that report information, does not reflect a conclusion or admission by joerns healthcare , its employees, its contract service firms, or their employees, finished device suppliers, or their employees caused or contributed to the reportable event.

Event description:
It was reported to the manufacturer, per the end user, by the end user, that call from p an end user asking for information about his hpl 402 not responding, suspecting there is a problem with the battery. He also mentioned that when they went to use the lift that had at some point been unplugged possibly by house guests visiting over the past few days - he stated this happened last night - the lift stopped working and "he took a tumble" - he insists "he's fine - he has taken a tumble before, but they had to call the fire dept to get him up but he is ok" - I asked if there were any injuries or hospital visit to report, and he quickly replied "oh no, it was just a fall, and was more concerned what happened with the lift. - he said he has already been visited by his physical therapist this morning and no injuries to report, and that the therapist would also be informing his md - the call was ended abruptly as he said the va was calling and he was needing to speak with them. Complaint # (B)(4) was entered into our system.